Event description:
Revision surgery - due to the patient having a nonfunctioning rotator cuff. The surgeon exchanged the original neck and head.

Manufacturer narrative:
The reason for this revision surgery was to replace the patient's nonfunctioning rotator cuff. The part was in-vivo for 1.9 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this part number. Summary of investigations: dislocation, looseness, stability, and range of motion. This is the (B)(4) complaint from this lot. The root cause for the patient's nonfunctioning rotator cuff was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.